Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy was not working, customer tried new instruments, cables, swapped ports, and power cycled integrated electrosurgical unit (iesu) or erbe but no change. The customer completed the case but had cases to follow and stated that they did not have a third-party esu available. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe to due to bipolar energy problem. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and the reported complaint was not confirmed. A review of the logs could not confirm that the issue occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The erbe was tested using a well-known system and energized and cauterized all ports and instruments without any issues. The unit will be returned to original equipment manufacturer for further investigation. The probable root cause could not be determined since the issue was not confirmed by failure analysis. A review of the logs could not be performed.

Event description:
Refer to h11 for follow-up information.